Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/14/2025, a sales representative reported via (B)(4) that an ar-6068-90r quickpass lasso wire would not advance through the tip. This occurred during a labrum repair on (B)(6) 2025, where the wire would not advance through the tip. A different lasso wire was attempted and again the wire would not pass through the tip. Another ar-6068-90r was opened and used in the case. The defective lasso was never used in the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, potentially due to improper surgical technique. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.